Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The phacoemulsification handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that they are having problems with handpieces not getting power and occluding. Event details and patient involvement are unknown. Additional information has been requested but not received.